Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and lead system died from a suspected blood infection approximately five months after the system was implanted. The patient¿s husband reported that the patient had to have the device explanted due to infection within days of the implant procedure. The same device was re-implanted in the same pocket two days later. A few weeks after that, the device pocket was infected again and the pocket was cleaned out and the pacemaker was re-implanted. The patient later passed away from a suspected blood infection with an unknown cause. There was no evidence indicating the device and leads were explanted post-mortem; no products have been returned. A boston scientific field representative confirmed that the implanting hospital contacted him to perform a routine device check one month post-implant. There were no issues observed at the device check and the field representative was not made aware of any additional surgical procedures or potential complications for the patient. The field representative contacted the hospital to inquire about the reported infection and was told that the patient's care was transferred to another facility and they did not have any further information. The hospital was not aware that this patient had passed away.